Manufacturer narrative:
Additional PMA/510 (k): k130596. Mfg site evaluation: evaluation on-going.

Event description:
During a laparoscopic hysterectomy while sealing tissue, sparking was observed. No impact to pt tissue. Pt was not injured. Surgery delayed momentarily, less than five minutes to retrieve another device. No additional intervention required. Surgery was completed as expected.